Manufacturer narrative:
(B)(4). Date sent: 12/8/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: how did device not work? It is not rotating and clipping the tissue properly. Did device jammed (not fire clips)? It will not complety compress. Did device not feed clips? Clips feel off. Did device drop or eject clips? Clips feel off. Did device sideways feed clips? N/a. Did device fire malformed clips? They didn¿t hold tissue together. Did device fire scissored clips? N/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure the device malfunctioned during surgery. No injuries or adverse event.